Manufacturer narrative:
The root cause of the reported issue could not be determined. The faulty device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device can not be repaired. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.